Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was submerged in water. Customer reported alternate insulin therapy was not available at time of report but declined follow up from tandem technical support. There was no adverse impact to the customer¿s blood glucose level.